Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint could not be confirmed. The device appears to have functioned as intended.

Manufacturer narrative:
Ae assessor spoke with patient whom stated when the patient had bg values in the 500 range, she stated she could not remember but it may have been when the vgo needle would not "stay in" or the time when she forgot to press the needle button in. The patient desires her bg to be in the 200 range so if she forgot to press the needle button to start the flow of insulin or the vgo needle released prematurely, these events would further compound the existing hyperglycemia. The patient does not monitor the vgo viewing window. The ae assessor encouraged her to start monitoring the vgo viewing window.

Event description:
The patient stated that she has experienced hyperglycemia as high as 500 or higher. Patient stated that this occurs when she is doing yard work. Patient stated that she spoke to her healthcare provider about it and was advised that this happens when her body overheats and kills the insulin, so the patient has to remove the v-go device and replace with a new one.